Manufacturer narrative:
Product evaluation: an event of calcification and decreased leaflet mobility was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2008, a 25mm trifecta valve was implanted. An echo showed structural valve deterioration due to calcification and decreased leaflet mobility on the right cusp with severe eccentric ar. The valve gradient increased from 14mmhg to 30mmhg since implant in 2008. On (B)(6) 2018, a valve in valve was implanted (model and serial number unknown). (Clinical study patient ID: (B)(6)).